Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the left ventricular (lv) lead was explanted due to dislodgement. The lead was not delivering pacing when required. The lead was explanted (requiring hospitalization). It was noted that follow-up would be increased. No additional adverse patient effects were reported.